Manufacturer narrative:
Insulin pump passed the displacement test however compromised force sensor system alarm during compromised force sensor system test at 4 lbs and motor error alarm during the basic occlusion test due to loose or protruded drive support disk. The motor was tested outside of the device and passed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had compromised force sensor error and motor errors. The customer's blood glucose value was unknown. Troubleshooting was done. The customer stated that they were able to clear the alarms and not able to rewind the insulin pump. Customer was advised the pump will need to be replaced the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.